Manufacturer narrative:
Additional, changed, and/or corrected data: a5; a6; b5; d6b; h4; h6.

Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Patient reported right side rupture and completely empty and implant sitting at the bottom of my breast ultrasound shows liquid under breast. Device remains implanted.

Event description:
Patient reported "rupture" and "completely empty, you can tell it's sitting at the bottom of my breast, ultrasound shows liquid under my breast". Later healthcare professional reported "deflation". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 . Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as unidentified (tear) opening. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.